Event description:
It is reported from the central sterile service of the hospital to our salesrep, that after washing / sterilization of the cutter there are rest of contamination / dirt on the canulated tip. In the cleaning manual it is stated, that the screw at the tip must only be dislocated, if the cutting-tip must be changed. But if the screw did not dislocate before cleaning, there are some rest of dirt into the instrument.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available then it will be submitted in a supplemental report.